Event description:
On (B)(6) 2013, the surgeon performed an si joint arthrodesis on the patient placing three ifuse implants. The patient did well initially, but new pain developed months later. Using neuromonitoring, the surgeon diagnosed that the metal implant may have been irritating the neural foramen. On (B)(6) 2014, the surgeon performed a revision surgery where he removed the implant that may have irritated the neural foramen and replaced it with a shorter implant in a new orientation. The hole from the explant was not filled with bone graft. The patient is doing much better following the surgery.

Manufacturer narrative:
Based on the information provided, review of surgical technique guide, IFU, certificates of analysis and fmea, there is no evidence that the device was out of specification. The most probable root cause is a malpositioned implant irritating the neural foramen. Part numbers, lot numbers, manufacturing dates and expiration dates: ifuse implant, p/n 7050-90, lot# 148836, manufactured 11/30/12, expires 2017-11; ifuse implant, p/n 7060-90, lot# 7914003181009, manufactured 01/25/12, expires 2015-02.